Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). No programming changes were made. The physician elected to monitor the lead going forward. There were no adverse consequences to the patient.